Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was tissue expander leak. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported tissue expander was "leaking from the safe zone." Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: black mold like appearance and opening curved on anterior leak test and microscopic analysis was performed which identified: striated punctured on anterior, striated opening on anterior and striated punctured on insert. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. A striated punctured on anterior and insert assembly due to surgical damage like consist in the use of some surgical tool. A sharp opening on suture tab due to an unidentified (tear) opening.

Event description:
Healthcare professional reported tissue expander was "leaking from the safe zone." Device has been explanted. This record is for the left side.